Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nickel plating was peeling off the external paddles. There was no reported patient involvement.

Manufacturer narrative:
Statement of the reported problem: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Iia-2945-2023-302 was triggered due to production final inspection found that nickel plating was peeled off at external paddle parts. No patient involvement. Functional testing/service repair/technical investigation: the problem was found during production final inspection. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Closure & product disposition: a supplier corrective action request was triggered for material supplier. Due to it is a material issue from supplier, the further actions focus on supplier process improvement: 1) to add 4 tests (plating adhesion test, file test, bending test and film thickness measurement) at process fai inspection. 2) to increase the sample size at supplier ipqc inspection. 3) to add 5 tests (plating adhesion test, file test, bending test, film thickness measurement, spray test) for the ipqc inspection samples. 4) to update qc engineering drawing for only qualified and assigned operator can work in plating station.